Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported by the sales rep via phone that during an unknown procedure the gryphon slotted sawtooth guide broke apart. The complaint device was received and evaluated. Visual observations reveal that the handle assembly and the shaft were received disassembled without physical damages. In addition, the shaft still has the sharp edges and the laser impressions on the handle and in the shaft are in good conditions. A manufacturing record evaluation was performed for the finished device lot number: [1310002], and no non-conformances were identified. As per IFU-108410 instructions, inspect the device for damage prior to use, replace a damaged, worn or bent instrument. Do not attempt to straighten, sharpen or repair. End of useful instrument life is generally determined by wear or damage from handling or surgical use. Do not exceed 137°c during sterilization. Instruments may have sharp cutting edges that will puncture skin. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the age and repeated use of the device causing fair wear and tear. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on 1/6/2021, it was observed that the gryphon slotted sawtooth guide device broke apart. There were no fragments generated. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.